Manufacturer narrative:
H1: correction was made to this field. Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2026. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2026, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a device manufacturer representative indicated that that the hcp was doing a full system replacement when they noticed that the spinal catheter was twisted up near the anchor site. The hcp took out the old catheter and replaced it with a new one. Issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6) ubd: 03-nov-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine drug, unknown (16.1 mg at 15.47212 mg/day), bupivacaine (13.7 mg at 13.16571 mg/day), baclofen, unknown (179.7 mcg at 172.69189 mcg/day), and fentanyl (2000 mcg at 1922.00209 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had left upper buttock pain that started years ago and was now worsening. Additional information received from the healthcare provider via a clinical study indicated that an increase in bupivacaine was made by 1 mg. Additional information received from the healthcare provider via a clinical study indicated that the patient had radiating lower extremity pain. Additional information received from the healthcare provider via a clinical study indicated that the pump was refilled with saline. Additional information received from the healthcare provider via a clinical study indicated that a failed catheter dye study was done.